Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 602 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer reported that the insulin pump had reservoir retainer ring issue and had the smell of insulin. Customer was not using auto mode feature. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.